Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold between 2-3.1 millivolts. It is noted on fluoroscopy that the rv lead pulled back near the tricuspid valve. The rv lead was repositioned successfully. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.